Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 3. Details of surgery: ridge augmentation. On (B)(6) 2026, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection. No further patient complications were reported.